Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace battery alarm. The customer¿s blood glucose level was 4.5 mmol/l. Customer stated that they had issue with battery life. It was reported that they did not received a low battery alert prior to the replace battery now alarm. It was reported that they had damage on the battery compartment. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The device passed the displacement test, self test, sleep current measurement and active current measurement. The device had cracked case at the corner of the belt clip rail near the battery compartment. No damage noted on the battery tube threads.